Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) patient was receiving check belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) was confirmed. Upon investigation, the pulse wire in between ECG's "a" and "b" was open, which caused the reported alarms. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.